Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to: migration and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2018, the patient underwent treatment of an acute type a dissection with a conformable gore tag® thoracic endoprosthesis and a gore excluder® aaa endoprosthesis. The primary entry was located in the ascending aorta. A pla360400j was implanted just proximal to the st junction, and a tgu454510j was positioned distally overlapping the pla. When the tgu was deployed, both the tgu and the pla were moved distally together, and the brachiocephalic artery was fully covered with the tgu. A jhh130502j, a gore® viabahn® endoprosthesis, was implanted into the brachiocephalic artery in order to restore the blood flow. The length of the jhh130502j was not enough, therefore a jhh131002j was additionally implanted. The blood flow of the brachiocephalic artery was restored. It was confirmed that the blood pressure of the superior limbs was normal. The procedure was finished with no evidence of endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Code 213 ¿ the review of the manufacturing paperwork verified that this lot met all pre-release specifications.